Manufacturer narrative:
Physio-control further evaluated the customer's device. It was observed that the internal hlc batteries, bt1 and bt2, was broken due to physical damage, preventing the device from maintaining the proper operating voltage. The root cause was determined to be physical damage to the device.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.